Event description:
During impella cp pump support, the patient experienced priming problems. Clinical stated purge fluid not detected alarm upon set up, but bag was spiked. Pressed ok to try and get to purge and same alarm resulted. Cassette appeared to be lose in holder. An addiitonal device was required (purge cassette). This is not considered a reportable malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 health effect - impact code f2601 was inadvertently omitted on the initial manufacturer device.